Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results the customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 140 to 150mg/dl. The customer feels well and did report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 344 and 200mg/dl using true metrix go meter. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). The 248mg/dl date: (B)(6) 2017 time:12:01 pm fasting, 300mg/dl date: (B)(6) 2017 time:6:32 pm fasting, 181mg/dl date: (B)(6) 2017 time:10:49 am fasting, 400mg/dl date: (B)(6) 2017 time:12:56 pm fasting, 211mg/dl date: (B)(6) 2017 time:11:06 pm fasting. The customer is calling because she feels that the results she is getting from the meter are reading high.